Event description:
It was reported that the patient presented to the clinic for a scheduled follow-up. During the interrogation of the pacemaker, it was noted that the right ventricular (rv) lead exhibited high capture threshold measurements. The rv lead was deactivated by reprogramming. The patient was in stable condition throughout.